Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. It is assumed that the cause of the issue is related to an issue with pipetting of the sample.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient urine sample tested for total protein urine/csf gen.3 (tpuc) on an integra 800 analyzer. It was noted that quality controls were not performed prior to the event. No problems were seen with any other assays. The sample initially resulted as 4 mg/dl and this value was reported outside of the laboratory to the doctor. The doctor asked for a repeat of the sample. The sample was then manually diluted 1:10 and repeated on the analyzer with an additional automatic dilution of 1:3, resulting as 327 mg/dl accompanied by a data flag. The sample was repeated a second time, resulting as 214 mg/dl accompanied by a data flag. The sample was also repeated a third time with an automatic dilution of 1:3, resulting as 271 mg/dl accompanied by a data flag. The patient was not adversely affected. The tpuc reagent lot number was 611361-01. A reagent expiration date was asked for, but not provided.